Event description:
The service report shows the customer reported that the 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and performed 806 compressor 15k preventative maintenance. The unit passed extended self testing.